Event description:
It was reported that pt fell, resulting in lead migration which required revision surgery. The revision was conducted on (B)(6) 2011. Following revision surgery, therapy was effective for six weeks, at which point, the pt experienced a loss of therapeutic effect and could not longer feel stimulation even at high amplitudes. The pt had no falls or trauma after revision surgery. The pt also experienced "stinging pain" at the neurostimulator site while the device was both on and off. The pain began after the revision surgery. Moving the neurostimulator up and down in the pocket did not change the pain. The device was off. An x-ray taken on (B)(6) 2011 did not show that the lead had migrated. Reprogramming had been performed but was not successful. Impedance were around 606 ohms (at 2.0 v and pulse width of 300). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).